Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the electric pen drive device with an attachment was not functioning when connected to power supply. The reporter stated that the device was tested prior to sterilization. According to the report, the device was fully functional during pre-surgery testing. The reporter stated that the device was tested post-surgery and it was still not responsive. It was further reported that the device responded to power supply by ¿clicking¿ twice and then seized activity. As a result, there was a 30 to 40 minute delay in the surgical procedure. It was not reported if a spare device was available for use; however, it was reported that the surgery was completed using a non-preferred surgical method. There were no injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). The manufacturing location was unknown. The catalog number and the serial/lot number were unknown. Therefore, common device name, device product code, 510k number and device manufacture date were unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.